Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had been exhibiting consistently high and out-of-range shock impedances, measuring above 125 ohms for over two years. During a ventricular tachycardia and fibrillation episode, seven shocks were delivered; however, it could not be determined whether the arrhythmia was successfully converted. Following the shocks, the device recorded a code 1004, indicating a short circuit condition during shock delivery. Technical services (ts) reviewed the event and explained that the high impedances may have caused the shock energy to truncate. Ts recommended replacing both the ICD and the right ventricular (rv) lead. No adverse patient effects were reported. This rv lead remains in service.